Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to the information provided by the technician, the o2 gas module was replaced. The issue has been resolved and the device was delivered to the user in working condition. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). Our conclusion is that the replaced part was the cause of the failure. Unfortunately, neither the device log nor the claimed part were available for further analyze. Therefore, the root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** d1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit. D4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref: #(B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The reported issue was resolved by replacing the o2 gas module. The ventilator passed all functional and safety tests and was cleared for clinical use. Our conclusion is that the replaced part was the cause of the failure. However, the root cause to why the part failed has not been established as the replaced part was not returned for investigation.